Event description:
Asr revision; asr xl; reason for revision: metallosis (foreign body reaction).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision; asr xl - hip side unknown. Reason(s) for revision: foreign body reaction: metallosis. Update received 12th july, 2013. (B)(4) reference number, hip side added. Revision date amended. Additional product, hospital and reasons for revision added. Hip(s) to be revised: left; reason(s) for revision: alval / soft tissue reaction, pain. Update - updated to mark as legal, filed out mw fields. Taken from (B)(4) dated 20th feb 2014.

Event description:
Additional reasons for revision: metallosis, pain, alval/ soft tissue damage.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update - added kid number. Added patient name, gender, date of birth. Added all product expiry dates. Taken from legal letter dated (B)(6) 2015.

Manufacturer narrative:
Depuy still considers the investigation closed.